Event description:
Boston scientific received information that this implantable defibrillation lead was exhibiting pacing impedance measurements greater than 2000 ohms as well as loss of capture (loc). The lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Only the proximal section of the lead was returned, severed 27 centimeters (cm) from the is-1 pin. Resistance tests were completed to assess lead electrical performance and measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body noted evidence of corrosion at the middle to front edge of the terminal pin. Analysis testing concluded that the corrosion was likely caused by the rate sense set screw being improperly tightened down on the terminal pin creating a slight gap between the header block and terminal pin.

Manufacturer narrative:
A request for product return has been sent to the local area field representative. Should additional information become available this report will be updated.